Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer stated the insulin pump worked during prime, but when they connected it a no delivery occurred. Customer changed set three times in last hours. The customer's blood glucose was 280mg/dl. During troubleshooting the customer stated the insulin did exit. The customer stated the insulin pump did not alarm no delivery. Advised customer the insulin pump will be replaced. Customer agreed to return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the display window.